Event description:
A report was received that the patient¿s ipg was bulging out in the patient¿s back that caused a lot of pain after the physician put the ipg in the back. It was confirmed that there was no actual skin breakage. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained at this time.

Event description:
A report was received that the patient¿s ipg was bulging out in the patient¿s back that caused a lot of pain after the physician put the ipg in the back. It was confirmed that there was no actual skin breakage. The patient will undergo a revision procedure.

Event description:
A report was received that the patients ipg was bulging out in the patients back that caused a lot of pain after the physician put the ipg in the back. It was confirmed that there was no actual skin breakage. The patient will undergo a revision procedure.